Event description:
Per sales rep, the drill bit created a screw hole that the 1.7 screws would not engage and the 2.2 screws were too big. After using multiple screws, the surgery was completed.

Manufacturer narrative:
Product not returned for analysis. Internal investigation still in process.